Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.

Event description:
Device malfunction: thumb advancer resistance, difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during deployment of the thumb advancer, resistance was felt. The arteriotomy closure procedure was discontinued, but the device could not be removed. A dilator was inserted into the access ports and the thumb advancer was proximally retracted, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.